Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. The meter beeped when the test strip was inserted and when the meter was switched on with the menu button, however, the screen was non-functional. The screen was also non-functional when the meter was plugged into the wall charger. It was found that the meter had fractures on the plastic window covering the display and at the edge of the glass oled display. The scratch marks were also observed on the glass oled display. The potential cause of the meter display being damaged was due to a blunt force being applied to the meter.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2021-00083.

Event description:
The customer from (B)(6) reported that she was not receiving blood glucose readings on her contour next link meter due to the short battery life. The customer stated that she had a hypoglycemic event as she was unable to perform testing and required medical attention. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.